Manufacturer narrative:
Updated fields: h6 problem code. The following reportable malfunctions were identified during the device evaluation: the scope communication error b30 caused a loss of image. The probable cause of this malfunction was component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported the subject device exhibited blurry image. The issue was first discovered during set-up. There were no report of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: trace to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.